Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim g4 user guide states: novolog has been tested up to 72 hours. Additionally, the t:slim g4 user guide states: "change your infusion set every 48¿72 hours." Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 400mg/dl. The customer delivered a correction bolus via the pump and injections to address the bg level. The customer observed insulin exiting the infusion set tubing but not the cannula. No damage to the cannula was observed. It was reported that the customer changes their infusion site every three to four days.